Manufacturer narrative:
Physio-control performed additional testing of the device but was still unable to duplicate the reported issue. As a precaution, physio replaced both the therapy pcb assembly and the therapy connector assembly. After completing other unrelated, repairs, physio observed proper device operation through functional and performance testing. The unit was then returned to the customer for use.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device but was unable to duplicate the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would intermittently display a "connect cable" or "connect test plug" message even though they were properly connected. The customer advised that they were able to duplicate this issue intermittently with multiple therapy cables and test plugs. As a result, the device may not detect that the therapy cable is connected and may not be able to deliver defibrillation therapy, if it were necessary. There was no patient use associated with the reported event.